Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was 46 mg/dl. Customer was at a movie and had a large differential between there sugar glucose versus blood glucose. Customer believed they over bloused compared to what they ate which may have resulted in low blood glucose levels.